Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. It was unknown if the patient was hospitalized for the event and treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.